Event description:
It was reported to philips that the device experienced a defib test / pads failure during operational testing. There was no reported patient or user involvement and no adverse patient/ user impact.